Event description:
It was reported that during a procedure at the user facility the device was overheating. The procedure was completed successfully without a clinically significant delay, and no medical intervention or adverse consequences were reported.

Manufacturer narrative:
The failure was confirmed through disassembly and visual inspection by the repair technician. Through visual inspection, the driveshaft assembly was corroded. The device was repaired and placed back into stryker stock.

Event description:
It was reported that during a procedure at the user facility the device was overheating. The procedure was completed successfully without a clinically significant delay, and no medical intervention or adverse consequences were reported.